Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer. During the explant procedure, it was also noted that there was insulation damage observed on the shocking lead.